Event description:
The balloon of this device was used to post dilate another MFR's coronary stent. The balloon was pressurized above its rated pressure and ruptured on its third inflation. The case was successfully finished with a different device. There has been no claim of injury related to this event.